Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was 450 mg/dl and the patient was treated with insulin drip. The patient found positive for ketones and the levels are 7.1 mmol/l. The length of hospitalization is less than twenty-fours. Patient experienced vomiting and shivering at the time of hospitalization. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on (B)(6) 2026 against "lot number" "6010775" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The review confirmed that lot 6010775 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2026 against "lot number" criteria equal "6010775" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The count of complaints are 18. The complaints numbers are (B)(4). See attachment query exports results (B)(4) for similar complaints. Conclusion: after review, only complaint (B)(4) and (B)(4) was determined relevant to the reported issue. The other sixteen records were previously investigation, closed or cancelled and are not applicable to this investigation. Device history record (DHR) review: the lot 6010775 was manufactured according to work instruction (wi) version 82 and manufactured in the m12, on 12/dec/2024 with a total of (B)(4) units. Sub-assembly: assembly lot 4m00077 was manufactured according to the wi version 27 and assembled in the quickset line, on 12-dec-2024, with a total of (B)(4) units. Lot 4m00078 was manufactured according to the wi version 27 and assembled in the quickset line, on 12-dec-2024, with a total of (B)(4) units. Sub-assembly: gluing tubing the sub-assembly, gluing of tubing of the lot 4l04836 was manufactured according to the wi version 42 and manufactured in the gluing line 04 and 08, on 01/dec/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l01864 was manufactured according to the wi version 42 and manufactured in the gluing line 04, 05 and 08, on 17/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l05414 was manufactured according to the wi version 42 and manufactured in the gluing line 05 and 08, on 30/nov/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010775 and related malfunction codes. Two complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.